Manufacturer narrative:
Investigation was unable to assign a root cause for the device malfunction. The device met product specifications prior to shipment for distribution by the customer. No further investigation required.

Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a form will be submitted. Complaint information provided by the distributor, (B)(4). Device not returned to manufacturer.

Event description:
During a direct anterior total hip replacement procedure, the metal handle offset cup impactor would not rotate and unwind the cup once implanted. The implant had to be pulled out. The procedure was completed with another instrument with a 20 minute surgical delay. No other adverse events reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The instrument malfunctioned due to one of the forks on the universal joint flaring outward (bent) causing the assembly to seize and become stuck in place. A manufacturing review was performed and there were no discrepancies found. Further investigation is required. Once additional investigation is completed, a supplemental report will be submitted. (B)(4)